Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. It was observed that the merlin transmitter could not connect to the patients implantable cardioverter defibrillator. When attempted, an alert that the radio frequency telemetry was exhausted appeared on the transmitter. The patient presented in clinic where they were able to interrogate the device and the radio frequency telemetry was restored. Patient was reported stable.